Event description:
Caller reported blood glucose results of 525 mg/dl and 249 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
Customer claims that the alarm has power, but when weight is removed from the sensor, the alarm did not sound. The batteries were replaced with a new supply. There is no visible damage to the outside of the alarm. There was no pt incident or injury reported.